Manufacturer narrative:
Date sent: 09/17/2009. Jammed clip. Evaluation summary - the ec60 device was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void staples. Upon further inspection of the device, three clips were found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clips were removed and the device was tested for functionality with a test reloaded; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. A batch record review was performed an no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip of the device could not be opened. The surgeon used another device to complete the procedure. There were no adverse consequences to the patient.